Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
Customer's mother called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 344 mg/dl. No significant events leading to the alarm were observed. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.